Event description:
Procedure type: urological/gynecological. According to the rptr: the pt underwent a procedure for treatment of pelvic organ prolapse, stress urinary incontinence and other symptoms. Allegedly, the pt experienced pain, injury and has undergone corrective surgery. According to the pt's postoperative progress note, the preoperative and postoperative diagnoses included cystocele, rectocele, and vaginal cuff prolapsed, and the procedure performed included anterior and posterior with repliform graft, husws, tot, and cystoscopy.

Manufacturer narrative:
(B)(4). MDR ref #: 9617613-2011-00033 (pelvisoft acellular biomesh). Note: this report corresponds with bard's report (B)(4) for a "pelvisoft acellular biomesh".